Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 module. The initial result was 1782 ng/l and the repeat result was 11 ng/l. The result from a new sample drawn from the patient two hours later was 4 ng/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 56633500. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site. The sample appeared to be turbid at the center which might be an indicator of insufficient clotting caused by anticoagulants or any other medication that influences propper clotting. Insufficient clotted sample material can cause pipetting issues with the sample probe, extra wash sippers, and the measuring cell sippers. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.